Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that she has been experiencing low blood glucose reading of 43 mg/dl. The customer mentioned that she was trying to lose weight and has not been eating which was causing the blood glucose to drop. The insulin pump will not be returned for analysis.